Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported the guiding sheath came apart when the doctor was trying to remove the device along with the balloon and wire during lower right leg arterial intervention. Reportedly the sheath tore on calcium deposits, as the patient's anatomy was reported to be very calcified. The patient had to be transported to the emergency room and then to the operating room for cut down to have the distal portion of the sheath removed.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, device history record, instructions for use (IFU), trends, quality control and visual inspection of the returned device was conducted during the investigation. The visual inspection of the returned device reported one (1) used/damaged raabe sheath was returned with an inserted balloon catheter and wire guide. During visual inspection, the tubing material was found to have separated 13.5 cm from the hub. The tubing at the separation site was frayed, and tnrt lining was observed within the exposed coiling exiting from the tubing ((B)(4)). The 2nd segment of sheath tubing was measured to be 24.5 cm. The tubing was frayed on both ends, and tnrt lining was observed within the exposed coiling exiting from the distal end of the tubing. The coiling at the distal end of the returned product was found to be damaged and stretched. Approximately 38 cm of sheath tubing had been returned. The distal portion of the sheath, which had to be retrieved via surgical cut down, was not returned. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: warnings: "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage. Withdraw the sheath and dilator as a unit. Upon removal from package, inspect the product to ensure no damage has occurred.¿ it was noted that the patient had extensive cardiovascular disease and according to the reported event description, "the sheath tore on calcium deposits." Based on the visual inspection of the returned complaint device, it is feasible to suggest that the root cause of the event can be attributed to the patient's condition. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
It was reported the guiding sheath came apart when the doctor was trying to remove the device along with the balloon and wire during lower right leg arterial intervention. Reportedly the sheath tore on calcium deposits, as the patient's anatomy was reported to be very calcified. The patient had to be transported to the emergency room and then to the operating room for cut down to have the distal portion of the sheath removed.